Manufacturer narrative:
Catheter model#8709, lot# j0039947r, implanted: (B)(6) 2000, explanted: unk. Proximal catheter segment model# 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all infusion, non-destructive testing, additional troubleshooting, and destructive analysis. The initial analysis print out showed a motor stall occurring (B)(6) 2012 and recovering (B)(6) 2012. No malfunction of the pump itself was suspected though. The initial withdrawal and volume discrepancies noted on (B)(6) 2012 as reported in the event were believed to be the product of the coiled and likely occluded catheter, but the catheter was not returned for analysis.

Event description:
The patient experienced increased baseline spasticity. Tightness occurred in the evening and mornings. The symptoms would wake the patient up at night. A volume discrepancy was noted in which the actual residual pump reservoir volume (36 ml) was greater than the expected residual volume (29 ml). In regards to the volume discrepancy, it was indicated that this was the first refill following an implant/replacement/revision procedure. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the patient had symptoms of withdrawal. In regards to a pump refill, the following was indicated: "1g amt pull from pump." The catheter was found to be curled. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).